Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, the lens went out incorrectly and its small paw came first. Additional information received and stated that there was no patient contact. There are two medical device reports associated with this report. This is 1 of 2.

Event description:
Additional information received and stated that there was no patient contact. It was stated that expired lens was used in the procedure.

Manufacturer narrative:
Additional information was provided in b.5., h.6. Additional information received and reported that the lens was not defective, but expired. The manufacturer internal reference number is: (B)(4).